Manufacturer narrative:
(B)(4). Device evaluation: the endeavor resolute stent delivery system was returned. The proximal and distal balloon pillow folds were partially opened and disturbed. The distal tip was slightly frayed. There were crimp bake impressions evident along the working length of the balloon. Cine image review: the procedural images provided for review show the tortuous nature of the proximal rca vessel. The images show the inflated pre-dilation balloon at the lesion; however, there are no images of the attempted delivery of the endeavor resolute stent. The images show two guide wires in the rca with what appears to be the dislodged stent at the first bend in the proximal rca. The remaining images show the guide catheter deep seated in the rca during retrieval of the dislodged stent. Post removal of the stent, the target lesion was treated using a poba balloon. Eval, results, conclusions: (excessive tortuosity, stenosis). (Use of force to advance the device). (Stent handled directly during preparation of the device). (Failure to deliver the stent, stent embolism).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 18 mm length endeavor resolute rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal rca. The target lesion was reported to exhibit 80% stenosis and excessive tortuosity. Force was used in effort to advance the device to the target lesion. The endeavor resolute device failed to reach the target lesion and the stent dislodged from the delivery system while the device was being withdrawn into the guide catheter. The dislodged stent was retrieved using a snare. The device had been inspected prior to use. The stent had also been handled directly prior to use. No clinical sequelae were reported.